Manufacturer narrative:
The suspect device is not expected to return for evaluation. A lot number has been provided and a review of the manufacturing history record is in progress. A follow-up report will be submitted once the evaluation is complete.

Event description:
The account alleges that during a av-fistula declot procedure, the access catheter detached from the hub inside the patient's arm. The account alleges that the catheter may have been caught on something within the fistula the way it stretched before it broke. The patient was transferred to another facility for surgical removal of the foreign body. The patient tolerated the procedure well. No additional patient consequences to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.